Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed b30 and e216 scope communication error codes. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. There was fluid around the scope connector. After aeration, the image was displayed fine. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to liquid intrusion to the connector and resulted in contact failure. Olympus will continue to monitor field performance for this device.